Event description:
It was reported a lead integrity alert triggered due to oversensing, and false non sustained tachycardia episodes registered due to noise. The right ventricular lead demonstrated high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).